Manufacturer narrative:
The e668 light has been in service at (B)(4) since installation in (B)(6) 2010. The biomed at (B)(4) was not trained by stryker to remove the light in an attempt to perform service without stryker intervention. The biomed misplaced the safety segment and cover screw. Per the user manual, the operator maintenance tasks do not include light head removal. To reinstall the light, the site then reached out to stryker for support in replacing the missing components and repairing the light. Replacement parts and a purchase order were created for this site. On (B)(6) 2016 a stryker field service technician stated that biomed at the site utilized the components and reinstalled the light themselves. Stryker notified the customer our concerns regarding unauthorized service/repairs.

Event description:
It was reported that the onsite biomed uninstalled the light head for a cardanic replacement and after the replacement, it was discovered that the safety segment and screw for cover were lost. There was no patient involvement, no injury or adverse consequence reported.

Manufacturer narrative:
It was reported that the onsite biomed uninstalled the light head for a cardanic replacement due to a previous reported complaint of an alleged broken cardanic and stop. During the biomed's repair, it was discovered that the safety segment and screw for the cover was missing. The cause for the pieces missing is currently unknown. The investigation is ongoing and a supplemental will be submitted upon completion. There was no patient involvement, no injury or adverse consequence reported. Repair and reinstall by customer.

Event description:
It was reported that the onsite biomed uninstalled the light head for a cardanic replacement and after the replacement, it was discovered that the safety segment and screw for cover were lost. There was no patient involvement, no injury or adverse consequence reported.